Manufacturer narrative:
Device evaluation: the tracker was returned for hardware analysis. Visual/physical examination and functional testing were performed. The returned tracker was well worn but fully functional. The attachment screw was intact and functional. With markers attached and fully seated, the tracker returned a good geometry error with normal tracking. There was no problem or failure found with the returned tracker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a screw for the tracker was worn out. The tracker was not able to be fixed to the instrument. There was no patient present when this issue was observed.